Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in this incident, it was determined that the active medication orders were not displayed in the ordered meds not loaded report. A technical support specialist (tss) confirmed that the medications ids in question did not have the ordered med not loaded checkbox enabled in the facility formulary. The tss verified that this setting needed to be enabled for the item to appear on the report. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the "ordered meds not loaded" report was not displaying all expected medications. Active orders for levothyroxine 88 mcg, hydrocortisone 20 mg, quetiapine 200 mg, and diltiazem ER 240 mg were missing from the report, despite not being part of the exclusion list. There were no delay or adverse events or injuries reported based on this event.